Event description:
The micro sagittal saw was sent for evaluation because black flakes of an unknown substance were coming out of the head of the device. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted throughout the internal components of the device.